Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: unavailable. Omnipod software app version: unavailable. Smartphone operating system: unavailable. Smartphone hardware: unavailable. Cgm sensor type: unavailable. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported their blood glucose (bg) level rose over 13.9 mmol/l (250 mg/dl), while wearing the pod for approximately 24 hours. The pod reportedly tore away from the adhesive backing, causing the cannula to dislodge from the infusion site (leg). As treatment, a new pod was successfully applied.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. No issues were observed with the soft cannula that would contribute to the soft cannula becoming dislodged. A root cause for the reported dislodged cannula could not be determined. The adhesive pad was fully attached to the bottom housing. No evidence of the adhesive pad becoming detached or separated from the pod was observed. Inspection of the adhesive pad and the adhesive welds found no damages or deficiencies that would result in the adhesive pad becoming separated from the device.